Event description:
On (B)(6), 2010, a doctor reported to sybron implant solutions that an endopore abutment screw fractured.

Manufacturer narrative:
A visual inspection of the fractured screw indicated that the fracture appears to have been due to fatigue. The visual inspection also suggests that the abutment appears to have been inserted incorrectly, which indicates that the fracture was caused by user technique and was not due to a design flaw or manufacturing error. This is not a product failure.